Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 between 10 am to 11 am also the drive support cap was damaged. The customer¿s blood glucose level was 800 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and insulin shots with meal. Based on customer report customer does not allege pump was under delivering. The customer was brought by ambulance to the hospital, her boyfriend called because she was unresponsive. The customer kept 5 days in hospital, stabilized sugar level and then discharged. The customer¿s blood glucose was over 200 mg/dl when she was discharged. The drive support cap appeared to be flush and loose. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08770 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.